Event description:
It was reported that the ilet pump¿s screen was cracked after the patient was pushed at school and the device struck a door, consistent with external physical damage to the pump display component. Symptoms included no reported adverse clinical effects or glycemic events. Outcomes included the need for device replacement and temporary use of backup therapy until the replacement arrived. Investigation included confirmation of shipping and return logistics, guidance to shut down the device, instructions to sync data via the mobile app, and education that data would not transfer and that a standard startup process would be required on the replacement. Investigation of this case revealed damage attributable to impact, with the affected device component being the screen and no malfunction-related alerts observed. It was concluded, based on previously established findings for similar reports, that the cause was user/environmental impact leading to physical damage.